Event description:
It was reported that during a ptca procedure, the stent dislodged from the liberte' monorail stent delivery device and was implanted in another location. The lesion being treated was in the contra lateral gastric area. It is noted that this is an off label use. The liberte' monorail stent delivery system was unable to cross the lesion and was removed. Upon removal, the physician noted that the stent had dislodged. A retrieval attempt was made but the stent was unable to be returned to the sheath. The stent was then implanted at the location of the sheath entry / exit rather than at the target lesion. The procedure was not completed due to this event. Patient status is reported as 'ok'.

Manufacturer narrative:
The stent remains in the patient and the delivery device was apparently discarded, therefore, no direct product analysis will be possible. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The exact cause of the difficulties experienced during the procedure could not be determined.